Event description:
Customer reported a minimum fill notification. Blood glucose level was 16 mmol/l, which was within the normal range. Customer was able to resolve the issue by reloading the original cartridge, successfully loading it onto the pump, and resuming insulin delivery.